Event description:
It was reported " the catheter was inserted along the sheath tube. When the tip of the balloon entered the sheath tube, the hand feel was abnormal and it was difficult to move forward. After multiple attempts to push, it could not enter the sheath tube normally. Take it out and feel with your hand that the support strength at the tip of the balloon is insufficient, then immediately withdraw the catheter. Replace the new catheter". No patient injury or consequence reported. The patient's current condition is reproted as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " the catheter was inserted along the sheath tube. When the tip of the balloon entered the sheath tube, the hand feel was abnormal and it was difficult to move forward. After multiple attempts to push, it could not enter the sheath tube normally. Take it out and feel with your hand that the support strength at the tip of the balloon is insufficient, then immediately withdraw the catheter. Replace the new catheter". No patient injury or consequence reported. The patient's current condition is reproted as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "could not enter the sheath tube normally" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.